Event description:
The recipient is reportedly experiencing redness and irritation at the implant site. The recipient is reportedly hospitalized. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was successfully activated. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly treated with antibiotics (type unknown). The recipient has reportedly healed. The infection is not believed to be device related. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.